Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shut down. The pump was connected to a power source and the pump was able to be turned on. In addition, that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Reportedly, the cartridge had approximately 60 units of insulin. There was no impact to the customer's blood glucose level. It was indicated that the customer would use a backup pump as alternate insulin therapy.

Manufacturer narrative:
(B)(4).